Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets tubing detached events on (B)(6) 2024 from connector. Infusion sets were used for 4 hours. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection for the treatment. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-35917. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6008514 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008514 was manufactured according to the wi version 97 manufactured in the line # m14, on 01-aug-2024, with a total of (B)(4) units. Tubing the lot 4g05782 was manufactured according to the wi version 64 manufactured in the line # sc06 - sc05, on 28/jul/2024, with a total of (B)(4) units. The lot 4f01601 was manufactured according to the wi version 64 manufactured in the line # sc08, on 18/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/may/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6008514 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, complaint confirmed as failure of the device, no other complaint received on the lot in question and malfunction code.

Event description:
To date no additional patient or event details have been received.